Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2000 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation to treat urinary incontinence. The patient experienced recurrence of pain, erosion, extrusion, vaginal scarring, incontinence, migraines, and dyspareunia. It was reported that the patient underwent surgery on (B)(6) 2001 for cystoscopy, excision of mesh, and partial reversal. It was also reported the patient underwent surgery for the repair of exposed vaginal mesh in (B)(6) 2006. No additional information provided at this time. (B)(4).